Manufacturer narrative:
Device evaluated by MFR: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. Vascular access was obtained via a contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial artery. A non-bsc guide wire was advanced across the lesion. A wanda 3.0-20, 80 balloon catheter was advanced and inflated "several" times for pre-dilatation. The balloon was inflated again and ruptured at 15 atms. The balloon was exchanged for a 6x40 wanda balloon that was inflated twice. The physician then attempted to advance a 7x67x135/ iliac 6f unistep plus wallstent; however, resistance was encountered and "stuck" in the non-bsc sheath. The wallstent was able to be removed from the sheath. The procedure was completed with the implant of (2) overlapping 7x67x135/ iliac 6f unistep plus wallstents. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.